Manufacturer narrative:
Most probable cause was identified as a bed lowered on an obstacle.

Event description:
Technical service from the manufacturer was contacted by user site alleging that the integrated bed exit detection system of the bed was not always detecting when patient would exit the bed. There was no further adverse event associated with the issue.